Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's implantable cardioverter defibrillator was oversensing post-paced t-waves. It was decided to continue to monitor the device. The patient experienced no symptoms related to this event.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
New information received notes the patient's implantable cardioverter defibrillator was reprogrammed on (B)(6) 2021.